Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented via merlin.net and with electrograms showing lead noise for which the patient was shocked as well as an alert for a possible high voltage lead issue. The patient¿s lead was capped and replaced on (B)(6) 2017 and the cardiac resynchronization device was explanted and replaced on (B)(6) 2017 because the new lead required a differently configured device. The patient was stable throughout the time period of the inappropriate shocks as well as before, during and after the procedure.